Manufacturer narrative:
Model number/catalog number: 72404310 serial number: n/a batch/lot number: 1100776435 model/catalog description: pump ms unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161 serial number: n/a batch/lot number: 1100239729 model/catalog description: reservoir 65ml pc unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) was not functioning properly. During a subsequent surgical procedure, a hole was identified in the right cylinder. Therefore, the right cylinder and pump were removed and replaced, while the existing reservoir was drained and retained and a new one was added to the system. No patient complications were reported.